Manufacturer narrative:
Device used for treatment, not diagnosis. (B)(4). Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. A device history record review was performed for the complaint device lot. Supplier lot# 57933, DHR review for part# 389.151 lot# 57933 synthes lot# 5347081, 5394908. Release to warehouse date: 05-oct-2006, 06-dec-2006. Expiration date: n/a. Supplier: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed there were no issues during the manufacture of this product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an anterior lumber fusion (alif) procedure that took place on (B)(6) 2016 a synfix-lr system implanted part was found to be expired. The surgeon still decided to utilize the implant. The device expired in august 2016. During the same procedure a trial spacer handle inner shaft broke off inside the trial. The surgeon was impacting the trial into place when the trial spacer handle inner shaft and outer handle separated from the trial; which was still in the patient. The distal tip of the trial spacer handle inner shaft is still threaded into the trial. They had to use the distractor for the synfix to help remove the trial spacer. The implant did not have to be removed only the trial spacer was removed. This caused a delay of a couple of minutes. All fragments were retrieved and stuck inside of the trial. The patient is reported as being stable. There are 2 parts in this complaint. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed. It was reported that the threaded tip of a trial spacer handle (389.151 lot 5347081) broke during trialing; the tip was retained by the trial spacer (03.802.012 lot 2191525), which was able to be removed. Additionally it was noted that the synfix implant ((B)(4) lot 2198386) was expired, however the surgeon decided to implant the device regardless. Only the inner shaft of the trial spacer handle was returned. The returned inner shaft for trial spacer handle was examined and the complaint condition was able to be confirmed as the threaded tip of the spindle was confirmed to be broken. The threaded region of the returned device was measured to be 3.6mm (calipers (B)(4)) and is manufactured to be 6.25mm; as such the distal 2.65mm of the tip is missing and was not returned. A device history review was performed for the returned devices¿ lot numbers and no (B)(6), ncrs or complaint-related issues were identified with the lot numbers which may have contributed to the complaint conditions. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.